Event description:
Related manufacturer reference number: 2017865-2022-06697, related manufacturer reference number: 2017865-2022-06699. It was reported that the patient presented with infection. During an echocardiogram, vegetation was observed on the right ventricular and right atrial lead. The system was explanted. The patient was stable.

Manufacturer narrative:
The reported event was infection. Analysis found no malfunctions. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.